Event description:
It is reported that device was implanted in 2003. In 2004, the pt developed an infection in the knee and the component was removed. Upon removal, pitting of the articular surface was noted. Pt was never weight bearing and was in a wheel chair.